Manufacturer narrative:
Log file analysis review date: 02/08/2016, dated through 01/26/2016 to 02/09/2016: normal power consumption. Additional notes: 14 electrical fault alarms have been logged since february 07, 2016.16. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. This is two of two reports (3007042319-2016-00711 and 3007042319-2016-00712) submitted for devices related to the same event.

Event description:
It was reported from the site that the patient had electrical fault alarms on his controller and was brought into the clinic to evaluate. It was stated that as per the log files, patient had 14 front phase b faults logged. Clinical team recommended a driveline cleaning and arranged it the morning of (B)(6) 2016. Patient was admitted to the hospital for the driveline cleaning procedure and has had no further issues with electrical fault alarms since admission. It was stated that the patient was prepared using heparin IV. Cleaning procedure was done on (B)(6) 2016 and it was documented that three rounds of cleaning were done to remove a dark red with some white material that was on the connector. It was reported that the patient had 3 pump stops of approximately 30 seconds each for a total of 90 seconds of pump time off during cleaning procedure and it was stated that the patient tolerated with no issues. It was stated that the driveline was clean with no cloudy wires. No additional information provided.